Event description:
It was reported the pre-loaded diu150 model intraocular lens (iol) was assembled it correctly using viscoelastic. However, the simplicity lens got stuck in the cartridge. Since the plunger was not pushing the lens, the doctor opened the cartridge to remove the iol and assemble it in a platinum cartridge. However, at that moment, she realized that the lens was "crystallized" and very fragile. There was no patient contact. Another lens was implanted. The suspect iol is not available for return as it was discarded however, a video of the incident was provided. No further information is available.

Manufacturer narrative:
Additional information: sections a-2 patient age and date of birth, a-4 patient weight, and a-5 patient ethnicity and race: not applicable as there was no patient contact with the device. Section d-6a date implanted: not applicable as there was no patient contact with the device. Section d-6b date explanted: not applicable as there was no patient contact with the device, therefore not explanted. Section e-1 telephone number: (B)(6). Section e-1 address - line 1: (B)(6). Section e-1 address - line 2: (B)(6). Section e-1 city: (B)(6). Section h3-81: the device was not returned for evaluation as it was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section h-3: device evaluated by manufacturer: yes. Device evaluation: no complaint product was returned for evaluation. A customer provided videos were received. One video shows that the lens was stuck in the cartridge. The cartridge tip was cut by the surgeon and the lens was removed from the cartridge. The other video shows the lens resting in a surgical bowl after being removed. The lens can be observed to be damaged and torn with a haptic detached. Due to a no product being received, no further evaluation could be performed. Complaint issue "dc-stuck in cartridge" and ¿dc-lens damaged¿ was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Conclusion: based on the complaint investigation results, the product was released within specifications. The complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.